Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
Company representative reported via email that he did a follow up call and the customer stated that she had been having trouble with the insulin pump delivering insulin. Blood glucose value is unknown. The customer was advised that she would be transferred for assistance. The call got disconnected while on hold and the customer was called back, but could not be reached. The device will not be returned for analysis.